Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was not feeling well and had diarrhea really bad so they took 2 antidiarrheal, like imodium, and after the first one, thought it was controlling, and it was beginning to go away a little bit, but was not sure yet. It was noted the diarrhea started last night a little, but today it had been heavy and the worst; the patient went to the acc because they lived at the vets home and was told to take pepto-bismol, but that turns the patient¿s bowels black and they didn¿t like it, so they took an antidiarrhea. The patient also had stinging and burning on the side of their vulva. The patient was on program 2 at 2.7 and stimulation was on, but the patient thought they were at 2.5; it was noted the last time the patient used their programmer was over a week ago and they seemed confused about button function and when to use the programmer. The patient had used the programmer to raise the program, and their hcp thought it was helping about 50%. The patient was redirected to follow-up with their hcp to resolve their symptoms. It was noted the patient had the device for both bowel and bladder. No further complications were reported/anticipated.